Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, pinch valve unit damaged with crack likely occurred due to faulty pinch valve unit. The cause as to why the pinch valve unit was defective could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the top cover had minor paint scratch. Unit passed all functional/air pressure/air flow rate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the carbon dioxide (co2) suction of the high flow insufflation unit had a crack in it. The issue was found during maintenance. Inspection and testing of the returned device found pinch valve unit at front was damaged with crack. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.